Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead exhibited oversensing. The ventricular lead sensitivity setting was increased from auto to fixed at 3.5 mv. When patient isometric tests were done, the oversensing appeared to be resolved.